Event description:
It was reported that upon powering on, the heartstart xl would display a "functional problem, power supply reset error 20" message and the device would not start. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.